Manufacturer narrative:
The correct function of the affected ahg anti-igg solidscreen ii was proved by testing the retained sample of our quality control lab on tango. All (B)(6) reactions were correct. We did not observe any (B)(6) reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the affected lot's quality. In general carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also true for tango optimo. This matter is also displayed in its specifications. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a (B)(6) result should undergo retesting and because any (B)(6) sample from a blood donor should be excluded from transfusion, no serious threat neither for pt nor user or device may arise due to a carry-over event. The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will be filed into and processed in a CAPA.

Event description:
The customer suspected a carry-over event from one sample to the subsequent one on tango optimo. A full blown investigation on the samples in question was performed with iti 0031 (our MFR report no. (B)(4)). Bmd confirmed the sample to cause carryover into the subsequent one. The final titre of the sample in question was found to be (B)(6). In accordance to the results obtained at the customer site, testing at bmd confirmed a carry-over event from one well into the following one occurring during sequential pipetting of different blood plasma caused by the high titre of antibody present in the original sample. Each pipetting step of individual samples is followed by a rinsing step of the corresponding needle resulting in a dilution of biological residues by approx (B)(6). In general this dilution factor is sufficient to prevent a detectable transfer of material into the following specimen.